Event description:
Ref imp#: (B)(4).

Manufacturer narrative:
As a result of a safety data reconciliation process between fidia and innocutis - the initial importer for the product in the USA, it was realized that this case, collected in 2012, had not been provided to fidia- product manufacturer - at the time due to an inexplicable oversight. As a result, in 2012 this case was reported to the agency by innocutis originally reported this case to the FDA on 03/28/2012. As this report did not show in medwatch database, they resubmitted that in (B)(4) 2014. The quality assurance dept at fidia has performed a deep evaluation of the production and quality control documentation relative to the involved batch. This evaluation included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the evaluation of the quality characteristics of the raw materials and components used in the manufacture of batch 016000. From this evaluation, no anomaly was found; the lot is considered in compliance with the specifications. No further info is expected for this case. This case is closed.